Manufacturer narrative:
Sc-1132 sn:(B)(6). The returned ipg was analyzed and found that the device serial number has defaulted to one (1) due to flash memory (u4) corruption, which provides non-volatile memory for program and data. The database analysis was not performed. With all the available information, boston scientific concludes that the reported event was confirmed. It appeared that the device was exposed to high-voltage transients or high rf energy. It was reported that patient had undergone two total knee replacements since the stimulator was implanted. The most recent one being in (B)(6) 2019. The probable cause was unintended use error caused or contributed to event.

Event description:
It was reported that the patient ipg was non functional. The patients ipg was replaced and will be returned. Additional information was received that the patient was doing well postoperatively. It was also noted that the patient had undergone a total of two knee replacements since the spinal cord stimulator (scs) was implanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was nonfunctional. The patients ipg was replaced and will be returned.